Manufacturer narrative:
(B)(4). The juggerknot was received for evaluation. It was found that the suture had been cut in half, the anchor was frayed, and one of the prongs on the inserter was fractured off. The fractured piece was not returned and was discarded in the hospital. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. It is unknown why the suture was cut and the anchor was frayed. The event of the suture being entangled could not be confirmed as it was cut and attempted for use. As it was indicated that the correct surgical technique was utilized, a definitive root cause cannot be determined.

Event description:
It was reported that the suture got entangled when the surgeon opened the juggerknot package for the procedure. Subsequently, during the procedure, the surgeon then tried to insert the device into the bone hole, and the inserter tip fractured. The fractured tip was removed from the bone and another juggerknot was used to complete the procedure.